Event description:
The customer reported that the buttons on the insulin pump are not responding. The customer's blood glucose was 146 mg/dl at the time the issue was reported. Nothing further reported.